Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with device showing an alert that one shock was aborted due to over current detection. The patient had recently been cardioverted out of af. The session record showed one unsuccessful internal cardioversion that was delivered through the device in an attempt to break an atrial arrhythmia. The lead was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the explanted hv lead had also exhibited low impedance after direct current cardioversion treatment.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.7cm was returned for analysis. External insulation abrasion was noted at 9.9-10.4cm and 9.1-11.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 36.6-37.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 25.6-27.0cm from the distal tip. Internal insulation abrasion was noted under the svc shock coil at 17.0-17.3cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observations from the field of low hv lead impedance and output anomaly.